Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was placed on (B)(6) 2025 and (B)(6) 2025 on two different patients. Placed catheters on friday to keep until monday, and they fell out in addition, placed another catheter where the opening was not centered but looked like it had been punched out to the side. No patient harm was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review is not required because labeling could not have prevented the reported issue. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was placed on (B)(6) 2025 on two different patients. Placed catheters on friday to keep until monday, and they fell out in addition, placed another catheter where the opening was not centered but looked like it had been punched out to the side. No patient harm was reported.